Event description:
It was reported to boston scientific corporation that an endovive safety peg kit full method was used in a peg placement procedure. Per the complainant, during the procedure the wire loop on the end of the peg broke while pulling through the stomach wall and the wire was sticking out of the stoma. The physician completed the procedure by grasping the wire with hemostats and pulling the peg into position. The wire break occurred when the wire was outside of the pt and no piece fell into the pt. The procedure was completed with this device. There has been no complications or injury to the pt. Post procedure the pt's status was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the wire loop had broken. Approximately 4 millimeters of the loop was still attached with the insertion wire that was returned with the device. The ends of the broken wires were frayed in appearance. The wire was also found to be bent. The dilating tip of the device was found to have tooling marks on it as noted in the event description. The outer diameter of the wire was found to be out of specification most likely due to being necked down or stretched during placement. The most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no additional complaints exist for the specified lot. (B)(4)